Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choked throat [choking], coughing throat [cough], brush head stuck in throat [foreign body in respiratory tract], part of brush head came off, broke / piece fell off brush head [device breakage]. A (B)(6) female consumer reported spontaneously via phone on (B)(6) 2019 that she used an oral-b power oral care refills dualaction eb417 beginning on an unspecified date, using one brush head twice a day; this was the first time that she had used this particular version of brush head. She explained that she was brushing her teeth and the triangle piece of the brush head broke, flying into her throat. She stated that the piece of the brush head was stuck in her throat and she choked on the piece. She was coughing and her husband punched her on the back; she was able to spit the piece of the brush head out into the sink. She stated that she'd had a problem with a brush head in which a piece fell off before, but that broken piece fell off into the sink. Product use was discontinued on (B)(6) 2019. The case outcome was recovered. Relevant history: allergy/intolerance - seasonal. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Choked throat [choking]. Coughing throat [cough]. Brush head stuck in throat [foreign body in respiratory tract]. Part of brush head came off, broke / piece fell off brush head [device breakage]. A 62 year old female consumer reported spontaneously via phone on (B)(6) 2019 that she used an oral-b power oral care refills dualaction eb417 beginning on an unspecified date, using one brush head twice a day; this was the first time that she had used this particular version of brush head. She explained that she was brushing her teeth and the triangle piece of the brush head broke, flying into her throat. She stated that the piece of the brush head was stuck in her throat and she choked on the piece. She was coughing and her husband punched her on the back; she was able to spit the piece of the brush head out into the sink. She stated that she'd had a problem with a brush head in which a piece fell off before, but that broken piece fell off into the sink. Product use was discontinued on 18-apr-2019. The case outcome was recovered. Relevant history: allergy / intolerance, seasonal. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 20-jan-2020 product investigation results: product return was received on 03-jun-2019. Conclusion code: other. The conclusion code 'other' was chosen as it covers multiple conclusion codes: 'no manufacturing cause' and 'no design issue' identified based on investigation. No further information was provided.

Manufacturer narrative:
20-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.